Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt experienced a return of tremors on the left side of their body. It was stated the pt had an appointment with their health care provider upcoming. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.